Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported blank white screen was reproduced during evaluation. The cause was found corrosion on the back flex, input/output printed circuit board (pcb), and processor printed circuit board due to fluid intrusion. Due to the received condition of the device, it has been rendered un-repairable. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a blank white screen. There was no patient involvement. No additional information is available.